Event description:
It was reported that the distal tip of the subject guidewire was broken during the procedure. The physician used a balloon to secure the fractured tip of the guidewire to the catheter wall and successfully retrieve the tip from patient's body. The procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was returned in 2 fragments (approximately 9.5cm and 190.5cm). The distal end of the guidewire appeared to have been shaped. The distal fragment was inspected and the nitinol tubing on the guidewire distal end was broken/fractured approximately 9.5cm from the distal end with the core wire exposed, stretched and broken/fractured with crystalized procedural fluid present. The core wire distal end was observed through the distal tip dome. The proximal fragment was inspected and the nitinol tubing on the guidewire proximal end was broken/fractured approximately 190.5cm from the proximal end with the core wire protruding from the nitinol tubing broken/fractured. The surface of the broken/fractured nitinol tubing and core wire were rough. Functional inspection was not required as event was confirmed based on analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The introducer sheath was used with the guidewire during the insertion process. There was no friction/resistance encountered during the procedure. Analysis of the returned device found the 2-14 guidewire was returned in 2 fragments (approximately 9.5cm and 190.5cm). The distal end of the guidewire appeared to have been shaped. The nitinol tubing on the guidewire distal end was broken/fractured approximately 9.5cm from the distal end with the core wire exposed, stretched and broken/fractured with crystalized procedural fluid present. The nitinol tubing on the guidewire proximal end was broken/fractured approximately 190.5cm from the proximal end with the core wire protruding from the nitinol tubing broken/fractured. The surface of the broken/fractured nitinol tubing and core wire were rough. The damage to the returned guidewire indicates the device encountered a significant force during use to have caused such damage. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and as analyzed 'guidewire distal tip broken/fractured during use' and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the distal tip of the subject guidewire was broken during the procedure. The physician used a balloon to secure the fractured tip of the guidewire to the catheter wall and successfully retrieve the tip from patient's body. The procedure was completed successfully without any clinical consequences to the patient.